Event description:
Sorin group received a report that the s5 system displayed multiple error messages during a procedure. The clinician was able to complete the case with the same system and there was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system displayed multiple error messages during a procedure. The clinician was able to complete the case with the same system and there was no report of pt injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative tested the system according to the service manual and no problems were found. The customer stated that they were satisfied with the evaluation and the function of the equipment. The system has been returned to service and there have been no further issues. The customer does not wish to return the system for further eval. Without the ability to reproduce the issue, no root cause could be determined and no corrective action could be identified. Sorin group deutschland will continue to monitor the market for this type of trend.